Manufacturer narrative:
Bd received one photo for investigation. The customer-provided photo shows a device with a broken safety shield that does not fully cover the IV cannula; however, the photo quality is not clear enough to evaluate needle point integrity. Therefore, 30 retained samples were visually inspected for cannula defects, including bent cannula and needle point integrity, and all samples passed testing with no evidence of damage or poor needle point integrity. Furthermore, 10 retained samples underwent a functional test for IV lube coverage, and all samples passed testing with sufficient lube coverage on the IV cannula. Additionally, 20 retain samples were subjected to a visual functional test for defective locking mechanism. The samples passed testing as all the samples were activated properly with no signs of damaged/broken safety shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: damaged. This complaint has not been confirmed for the indicated failure mode: needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, the safety mechanism was observed to be broken on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle pre-attached holder, the safety mechanism was observed to be broken on an unspecified number of units. No adverse impact was reported regarding the patient or user.